Event description:
Information was received from a patient (pt) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was mdt rep called and reports that pt had an ins replacement today the rep was unable to run any impedance checks prior to the replacement. Rep reported that shorts were shown for contacts 0, 1, 2, 3, 6, 7, 9, 10, 11, <(>&<)> 15, with 4, 5, 8, 12, 13, and 14 showing green with values from 340-360ohms. Rep also reported that there was 1 abandoned lead, and 2 others connected to the ins, but was unsure based on the pt's device registration which leads were in use. Rep reported that upon running impedance check, the pt noted uncomfortable shocking sensations up to their shoulders, that resolved when the check was stopped/stimulation was turned off. The caller was not with the patient. Rep reported they will attempt to program on the green contacts only, and will work with hcp depending on results to discuss possible lead revision as well. Rep reported they will call back if further troubleshooting is needed or if more updates are available. On (B)(6) 2023 the rep reported the cause of the shorts and shocking sensation is unknown. Rep was only able to test during the case because patient was getting shocked too painfully. 1,2,6,7,9,10,11,15 were all below the 300 ohms. The rest are between 310 and 340. Steps taken were the rep programmed the patient only using the contacts that were marked as "good". At the post-op appointment the physician was going to deliver options to patient. The issue was resolved by using the "good" contacts. Weight is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.